Event description:
It was reported patient presented for in-clinic follow up. It was noted that the patient's right atrial (ra) lead had noise that was reproduced with isometrics. It was also noted that the noise led to oversensing and automatic mode switch. The lead was capped and replaced successfully on (B)(6) 2024. Patient was stable.